Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that on a vpv programmer, the pressure setting button could not be pressed in 4 places (60.100.140.180) during preparation at the outpatient department. There was no patient harm or delay. No further information was provided by hospital.

Manufacturer narrative:
The device was returned for evaluation. It was reported that the pressure setting button didn¿t work. The issue was confirmed. The device was forwarded to our supplier; the investigation at the supplier detected that the components of the control logic board were defected. The control logic board has been repaired and device will be returned to customer. Based on the results of the investigation, the reported issue was confirmed. The root cause of the problems were due to normal wear out. A review of manufacturing records found that the device conformed to specification when released to stock. No further investigation or corrective action is anticipated.